Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has after installation battery, insulin pump received with constant pump error, problem isolated to electronic assembly. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, and occlusion tests or verify error due to pump error. Motor was tested outside the insulin pump, and it passed.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was successfully able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.